Manufacturer narrative:
On 2024-07-30 the blood pump in question was returned to berlin heart gmbh for investigation. The blood pump was examined for suspected pump dysfunction. The review of the device history record revealed no findings. The blood pump was produced without any abnormalities. During initial visual inspection of the returned blood pump, no abnormalities were found. The blood pump was then tested for functional performance. The pump performance met our specifications. The pump was completely filling and emptying, and the membrane movement showed no abnormalities. The valve leaflets opened and closed as intended. For internal further evaluation, the blood pump was disassembled/opened, and the individual membrane layers were examined. All three membrane layers were intact, and the graphite distribution was uniform without any gaps. The stabilization ring and the valve leaflets were without any defects and remained intact. Neither a defect nor a malfunction could be detected. All examinations revealed no abnormalities. The blood pump met its specifications. It was not able to determine the reason or cause for the "little to no membrane movement".

Event description:
Berlin heart inc. Was informed by the clinic that the left excor blood pump pu valves; 15ml in/out; ø 9 mm of a patient supported in the bvad configuration was noted to have little to no membrane movement despite adjusting the driving pressures. The right excor blood pump pu valves; 15ml in/out; ø 9 mm was noted to maintain complete ejection and decreased filling throughout the event. The patient became hypoxic and then hypotensive and was emergently transitioned to ECMO, and the chest was re-opened for exploration. According to a report from the site, the patient was stabilized on ECMO using excor cannulas and was transferred to the ICU. This event occurred during implantation after transition from cardiopulmonary bypass to the excor active driver in automatic pressure control. The site reported that the excor active driver began alarming "h2: flow too low" on both the right and the left systems (in bvad mode). The site also reported getting multiple "h1: pressure loss" alarms on the lvad system.

Manufacturer narrative:
The excor blood pumps (s/n (B)(6)) and the excor driving tubes l20h-002x02 (lot no. 00133611) and l20h-003x02 (lot no. 00128976), were in use on the patient only during implantation. We have reviewed the production records of the excor blood pumps as well as the excor driving tubes. They were produced according to our specification. The excor® active driving unit used on this patient is under clinical study ide# (B)(6). The review of the log files confirms correct initiation and initial setup of the excor active driving unit. However, flow profiles of both rvad and lvad indicate signs for insufficient pump filling and therefore insufficient pump performance throughout the entire support. The excor active driving unit was thoroughly evaluated by the manufacturer, and based on evaluation finding the driver functioned as intended and no internal leak was detected. According to the initial investigation of the returned left blood pump, no abnormalities were detected, and the pump functioned as intended and met the specifications of the manufacturer. Right blood pump and driving tubes were discarded by the site, therefore unable to evaluate for any defect. A detailed investigation report on the left blood pump will be provided as soon as it is available.